Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. A failure event observed during analysis. Final analysis found multiple external insulation abrasions proximal to the suture sleeve tie impression breaching the optim sheath only. The silicone insulation was not damaged in these locations. The cause of the external insulation abrasions is consistent with friction to the device can.